Event description:
It was reported that the device had early battery depletion due to high thresholds on the right ventricular (rv) lead. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead product ID 4965, implanted: (B)(6) 2002. (B)(4).